Event description:
It was reported that during a laparoscopic hysterectomy procedure, the active blade broke off during the case and was retrieved from the patient. The case was finished with another device. There was no adverse patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.